Event description:
Olympus medical systems corp (omsc) was informed that during the operation, an error code was displayed and the physician stopped use of the subject device. When the physician washed it outside the pt, the probe broke off. The device was the first use. The procedure was completed with another device. There was no report of pt's injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed the probe broke off at 14mm from the distal end. There was no scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that a crack speared from the starting point of the fracture. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the probe broke due to the stress by touching physically something having the cracked probe. As the cause of the crack on the probe, it is possible that the user activated the ultrasound output applying only the probe tip to the tissue with strong force or twisting the device while grasping the tissue. The above handling has already been restricted on the instruction manual of the subject device. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.